Event description:
Additional infromation was recevied that a loss of capture (loc) had also been observed previously. Outputs had been increased to maximum to gain capture.

Manufacturer narrative:
The explanted lead will be returned for analysis. This report will be updated once analysis has been completed.

Event description:
Additional information was received that the beginning onset date of the out of range measurements was observed to be in the month of september. During the extraction evidence showed that this lead was fractured. Also noted with the additional information that was received, this patient had presented to the emergency room in march of this year with complaints of chest pain, shortness of breath and edema. The patient was not admitted to hospital. Medication dosages were increased and the patient was sent home. This occured prior to the out of range impedance measurements being observed.

Event description:
Boston scientific received information that this left ventricular (lv) lead displayed increased thresholds and out of range impedance measurements greater than 2000 ohms. A lead revision was performed to replace this lead. There were no adverse patient effects.

Manufacturer narrative:
--

Manufacturer narrative:
As of this date the lead has not been returned. This report will be updated if additional information becomes available or if the lead is returned and analysis is performed.